Event description:
Pt had a low blood glucose reaction while driving, and hit a guard rail. Emergency medical technicians determined the pt's blood glucose level to be 32mg/dl; however, no treatment was received.